Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient¿s ipg was sagging to an uncomfortable position following weight loss. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was relocated to a new site to address the issue.